Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown mentor breast implant and experienced unknown issue on the unknown side post-operatively. The report only indicates that the patient inquiring about if the warranty covers breast implant removed due to medical reasons. Mentor does not have any other information regarding this complaint. Should additional information become available, this case will be re-assessed and notes will be updated.